Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced a high blood glucose reading of 406 mg/dl. The customer stated that she observed a crack in the insulin pump's display at the bottom left corner from the device having been dropped. The customer complained of nausea and blurry vision. The high blood glucose was treated using the insulin pump. She noted that she had been having unexplained high blood glucose levels since the week prior. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime, no leaks were noted, and no unusual alarms were in the device history. Advised replacement of the insulin pump. Nothing further reported.